Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a surgical procedure being requested. There were no patient complications.